Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of this post market study, the scope was reprocessed and re-cultured. This re-culturing sample tested positive for bacillus species (total colony count: 2cfu). The exact cause of the reported event cannot be determined at this time as the investigation is ongoing.

Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Although no deviations were observed during the sampling procedure review, based on the investigations, the potential cause of the reported positive scope culture was due to contamination due to improper sampling.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the aware date.

Manufacturer narrative:
This supplemental report is being submitted to provide the results/ review of the user facility's reprocessing technique and the physical evaluation of the scope. An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training. The ess indicated there were no deviations observed. In addition, the loaner scope was ethylene oxide (eto) sterilized and returned for a physical evaluation. A visual inspection on the received condition was performed and found a kink inside the biopsy channel and light stain within the suction channel when using a boroscope. The kink located inside the biopsy channel is located at the entry near the distal end opening at approximately 30mm. In addition to the kink within the biopsy channel is a scrape mark at the control body side. A boroscope was used to verify the condition of the suction channel, which has some light stains on the channel wall close to the opening at the control body side. The control body and scope connector are also displaying signs of discoloration. The scope passed the leak test and the image has no issues or abnormalities. The investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for candida glabrata after reprocessing. There were no associated patient infections reported.